Manufacturer narrative:
Concomitant medical products: dtma2qq crt-d, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had undersensed when the patient initially went into ventricular fibrillation (vf) as the onset of the arrhythmia could not be seen. Low amplitude r-waves and short ventricular intervals were also observed. The undersensing led to the failure of the cardiac resynchronization therapy defibrillator (crt-d) to detect and treat the arrhythmia which was reported to be very fine. The patient did ultimately receive therapy for the vf. The therapy triggered a remote interrogation of the device to be transmitted. Review of the transmission indicated no cardiac activity and the patient was confirmed to be deceased. Additional information related to the cause of death was requested and not received. No further information was reported.